Event description:
The customer observed a false repeat reactive alinity I hbsag qualitative ii and positive alinity I hbsag qualitative ii confirmatory results for a patient sample. The following data was provided (customer¿s reference range <1.00 s/co is negative, >1.00 is reactive s/co): sample ID (B)(6). (B)(6) 2024 initial result = 1.53 s/co. (B)(6) 2024 repeat results = 1.71 s/co, 1.61 s/co. 08mar2024 hbsag confirmatory neutralization test result = positive. (B)(6) 2024 repeat confirmatory result on another alinity instrument ((B)(6)) = positive. A new sample was collected on (B)(6) 2024 and result = negative (0.47 s/co). The archived sample from donation (B)(6) was repeated and result = negative (0.38 s/co). Molecular examination: tma procleix ultra-elite (grifols) = negative, repeat result at another laboratory = negative. Additional laboratory data was provided: anti-hbc = <1 s/co. Anti-hbs = <2.0 mlu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 55638fn00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent lot 55638fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 8p10-32, that has a similar product distributed in the us, list number 8p10-21/-31.

Event description:
The customer observed a false repeat reactive alinity I hbsag qualitative ii and positive alinity I hbsag qualitative ii confirmatory results for a patient sample. The following data was provided (customer¿s reference range <1.00 s/co is negative, >1.00 is reactive s/co): sample ID (B)(6). (B)(6) 2024 initial result = 1.53 s/co. (B)(6) 2024 repeat results = 1.71 s/co, 1.61 s/co. (B)(6) 2024 hbsag confirmatory neutralization test result = positive. (B)(6) 2024 repeat confirmatory result on another alinity instrument ((B)(6)) = positive. A new sample was collected on (B)(6) 2024 and result = negative (0.47 s/co) the archived sample from donation (B)(6) was repeated and result = negative (0.38 s/co). Molecular examination: tma procleix ultra-elite (grifols) = negative, repeat result at another laboratory = negative. Additional laboratory data was provided: anti-hbc = <1 s/co. Anti-hbs = <2.0 mlu/ml. No impact to patient management was reported.